Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a right ventricular intrinsic amplitude out of range. Also, the presenting electrogram showed what appears to be possible loss of capture (loc). According to the field representative, no corrective actions were completed initially as the observed deflection appears to be a t wave. The rv lead remains in service. According to the field representative, the threshold was high, so the physician then decided to put a longer longevity device instead of putting patient through a more difficult procedure and did not want to come back in just a few years. The pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.